Manufacturer narrative:
The customer has advised that the doppler was replaced and the iabp was returned to clinical service.

Event description:
It was reported that during in-service training by a getinge representative, the doppler of the cs300 intra-aortic balloon pump (iabp) was working but had a little sound that was not changed by turning the volume control. The representative changed the battery, but this did not resolve the problem. The hospital's nurse was going to send the iabp to the biomedical department. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer has not requested getinge to evaluate the iabp. If additional information is made available, a supplemental report will be submitted. The initial reporter named is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number as contact information for the initial reporter: (B)(6).

Event description:
It was reported that during in-service training by a getinge representative, the doppler of the cs300 intra-aortic balloon pump (iabp) was working but had a little sound that was not changed by turning the volume control. The representative changed the battery, but this did not resolve the problem. The hospital's nurse was going to send the iabp to the biomedical department. There was no patient involvement, and no adverse event was reported.